Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and device dislocation ('x-ray showing migration with sucsess') in an adult female patient who had essure (batch no. 808913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida on (B)(6) 2011, pregnancy in 2007, cryotherapy in 2001, twin pregnancy in 2001, induced abortion in 1995, vaginal itching, chlamydial infection, bacterial vaginosis, hearing loss unilateral, pleurisy, lower limb wound, panic disorder, smoker in 2005 and paratubal cyst. Previously administered products included for an unreported indication: nor-qd and alprazolam. Concurrent conditions included dyspepsia, gastric disorder, chronic rhinitis, anxiety, uterine bleeding, depression, mood altered, stress and uterus enlarged. Concomitant products included biotin and ethinylestradiol;norgestimate (ortho tri-cyclen). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia / pain with sex and orgasm"), fatigue ("fatigue / chronic fatigue"), constipation ("gastrointestinal or digestive system condition: constipation"), alopecia ("hair loss"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problems"), adenomyosis ("adenomyosis"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), bacterial vaginosis ("bacterial vaginosis"), abdominal distension ("essure belly or chunkey / some skin need to removed or tightened / bloating"), feeling abnormal ("mind fog"), irritable bowel syndrome ("gi issues ibs"), tooth loss ("teeth falling out") and pruritus ("skin itching"). The patient was treated with surgery ((B)(6) 2017 - bilateral salpingectomy(removal of fallopian tube), tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue, constipation, vaginal infection, urinary tract infection, migraine, nausea, vaginal discharge, visual impairment, eye disorder, adenomyosis, vaginal haemorrhage, menorrhagia, hormone level abnormal, vulvovaginal pain, bacterial vaginosis, headache, abdominal distension, feeling abnormal, irritable bowel syndrome, tooth loss and pruritus outcome was unknown and the alopecia had resolved. The reporter considered abdominal distension, adenomyosis, alopecia, bacterial vaginosis, constipation, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, feeling abnormal, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, pruritus, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2011 & (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Both tubes are blocked.. X-ray - on an unknown date: migration. Concerning the injury reported in this case, the following once were described in medical records: vaginal discharge, pelvic pain, adenomyosis, dysmenorrhea. The following information was received from social media mind fog, gi issues ibs, teeth falling out, skin itching. Lot number: 808913 manufacturing date: 2010-12 expiration date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: quality-safety evaluation of ptc. On 23-mar-2020: content from social media received: new reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and device dislocation ('x-ray showing migration with sucsess') in an adult female patient who had essure (batch no. 808913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida on (B)(6) 2011, pregnancy in 2007, cryotherapy in 2001, twin pregnancy in 2001, induced abortion in 1995, vaginal itching, chlamydial infection, bacterial vaginosis, hearing loss unilateral, pleurisy, lower limb wound, panic disorder, smoker in 2005 and paratubal cyst. Previously administered products included for an unreported indication: nor-qd and alprazolam. Concurrent conditions included dyspepsia, gastric disorder, chronic rhinitis, anxiety, uterine bleeding, depression, mood altered, stress and uterus enlarged. Concomitant products included biotin and ethinylestradiol;norgestimate (ortho tri-cyclen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia / pain with sex and orgasm"), fatigue ("fatigue / chronic fatigue"), constipation ("gastrointestinal or digestive system condition: constipation"), alopecia ("hair loss"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problems"), adenomyosis ("adenomyosis"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), bacterial vaginosis ("bacterial vaginosis"), abdominal distension ("essure belly or chunkey / some skin need to removed or tightened / bloating"), feeling abnormal ("mind fog"), irritable bowel syndrome ("gi issues ibs"), tooth loss ("teeth falling out") and pruritus ("skin itching"). The patient was treated with surgery ((B)(6) 2017 - bilateral salpingectomy(removal of fallopian tube), tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue, constipation, alopecia, vaginal infection, urinary tract infection, migraine, nausea, vaginal discharge, visual impairment, eye disorder, adenomyosis, vaginal haemorrhage, menorrhagia, hormone level abnormal, vulvovaginal pain, bacterial vaginosis, headache, abdominal distension, feeling abnormal, irritable bowel syndrome, tooth loss and pruritus outcome was unknown. The reporter considered abdominal distension, adenomyosis, alopecia, bacterial vaginosis, constipation, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, feeling abnormal, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, pruritus, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Both tubes are blocked.. X-ray - on an unknown date: migration. Concerning the injury reported in this case, the following once were described in medical records: vaginal discharge, pelvic pain, adenomyosis, dysmenorrhea. The following information was received from social media mind fog, gi issues ibs, teeth falling out, skin itching. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- mind fog, gi issues ibs, teeth falling out, skin itching. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 808913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery on (B)(6) 2011, pregnancy in 2007, cryotherapy in 2001, twin pregnancy in 2001, induced abortion in 1995, vaginal itching, chlamydial infection, bacterial vaginosis, hearing loss unilateral, pleurisy, open wound, panic disorder, smoker in 2005 and paratubal cyst. Previously administered products included for an unreported indication: nor-qd and alprazolam. Concurrent conditions included dyspepsia, gastric disorder, chronic rhinitis, anxiety, uterine bleeding, depression, mood altered, stress and uterus enlarged. Concomitant products included biotin and ethinylestradiol;norgestimate (ortho tri-cyclen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition: constipation"), alopecia ("hair loss"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems") and eye disorder ("eye problems"). On an unknown date, the patient experienced adenomyosis ("adenomyosis"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6) 2017 - bilateral salpingectomy(removal of fallopian tube), tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue, constipation, alopecia, vaginal infection, urinary tract infection, migraine, nausea, vaginal discharge, visual impairment, eye disorder, adenomyosis, vaginal haemorrhage, menorrhagia, hormone level abnormal and vulvovaginal pain outcome was unknown. The reporter considered adenomyosis, alopecia, constipation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Both tubes are blocked. Concerning the injury reported in this case, the following once were described in medical records: vaginal discharge, pelvic pain, adenomyosis, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: quality safety evaluation of ptc. On 24-sep-2019: mr received- medical history and concomitant drugs were added. Patient's race were added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and device dislocation ('x-ray showing migration with sucsess') in an adult female patient who had essure (batch no. 808913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida on (B)(6)2011, pregnancy in 2007, cryotherapy in 2001, twin pregnancy in 2001, induced abortion in 1995, vaginal itching, chlamydial infection, bacterial vaginosis, hearing loss unilateral, pleurisy, lower limb wound, panic disorder, smoker in 2005 and paratubal cyst. Previously administered products included for an unreported indication: nor-qd and alprazolam. Concurrent conditions included dyspepsia, gastric disorder, chronic rhinitis, anxiety, uterine bleeding, depression, mood altered, stress and uterus enlarged. Concomitant products included biotin and ethinylestradiol;norgestimate (ortho tri-cyclen). In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia / pain with sex and orgasm"), fatigue ("fatigue / chronic fatigue"), constipation ("gastrointestinal or digestive system condition: constipation"), alopecia ("hair loss"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problems"), adenomyosis ("adenomyosis"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), bacterial vaginosis ("bacterial vaginosis"), abdominal distension ("essure belly or chunkey / some skin need to removed or tightened / bloating"), feeling abnormal ("mind fog"), irritable bowel syndrome ("gi issues ibs"), tooth loss ("teeth falling out, she had 4 teeth replaced with crown and 3 pulled"), pruritus ("skin itching"), neuralgia ("her nerve pain every day it hurts all the time"), bone pain ("bone pain"), myalgia ("muscle pain") and pain of skin ("skin pain for christ sake"). The patient was treated with surgery ((B)(6)2017 - bilateral salpingectomy(removal of fallopian tube), tubal ligation). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue, constipation, vaginal infection, urinary tract infection, migraine, nausea, vaginal discharge, visual impairment, eye disorder, adenomyosis, vaginal haemorrhage, menorrhagia, hormone level abnormal, vulvovaginal pain, bacterial vaginosis, headache, abdominal distension, feeling abnormal, irritable bowel syndrome, tooth loss, pruritus, neuralgia, bone pain, myalgia and pain of skin outcome was unknown and the alopecia had resolved. The reporter considered abdominal distension, adenomyosis, alopecia, bacterial vaginosis, bone pain, constipation, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, feeling abnormal, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, myalgia, nausea, neuralgia, pain of skin, pelvic pain, pruritus, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Both tubes are blocked.. X-ray - on an unknown date: migration. Concerning the injury reported in this case, the following once were described in medical records: vaginal discharge, pelvic pain, adenomyosis, dysmenorrhea. The following information was received from social media mind fog, gi issues ibs, teeth falling out, skin itching. Lot number: 808913 manufacturing date: 2010-12 expiration date: 2013-12 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received events " she had nerve pain every day it hurts all the time, bone pain, muscle pain skin pain for christ sake" were added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and device dislocation ('x-ray showing migration with success') in an adult female patient who had essure (batch no: 808913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida on (B)(6) 2011, pregnancy in 2007, cryotherapy in 2001, twin pregnancy in 2001, induced abortion in 1995, vaginal itching, chlamydial infection, bacterial vaginosis, hearing loss unilateral, pleurisy, lower limb wound, panic disorder, smoker in 2005 and paratubal cyst. Previously administered products included for an unreported indication: nor-qd and alprazolam. Concurrent conditions included dyspepsia, gastric disorder, chronic rhinitis, anxiety, uterine bleeding, depression, mood altered, stress and uterus enlarged. Concomitant products included biotin and ethinylestradiol;norgestimate (ortho tri-cyclen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition: constipation"), alopecia ("hair loss"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problems"), adenomyosis ("adenomyosis"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes").on an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), bacterial vaginosis ("bacterial vaginosis") and abdominal distension ("essure belly or chunkey/some skin need to removed or tightened"). The patient was treated with surgery (on (B)(6) 2017 - bilateral salpingectomy(removal of fallopian tube), tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue, constipation, alopecia, vaginal infection, urinary tract infection, migraine, nausea, vaginal discharge, visual impairment, eye disorder, adenomyosis, vaginal haemorrhage, menorrhagia, hormone level abnormal, vulvovaginal pain, bacterial vaginosis, headache and abdominal distension outcome was unknown. The reporter considered abdominal distension, adenomyosis, alopecia, bacterial vaginosis, constipation, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Both tubes are blocked. X-ray: on an unknown date: migration. Concerning the injury reported in this case, the following once were described in medical records: vaginal discharge, pelvic pain, adenomyosis, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media : essure belly or chunkey/some skin need to removed or tightened and x-ray showing migration with success. Event of genital haemorrhage downgraded to non-serious. Reporter information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 808913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida on (B)(6) 2011, pregnancy in 2007, cryotherapy in 2001, twin pregnancy in 2001, induced abortion in 1995, vaginal itching, chlamydial infection, bacterial vaginosis, hearing loss unilateral, pleurisy, lower limb wound, panic disorder, smoker in 2005 and paratubal cyst. Previously administered products included for an unreported indication: nor-qd and alprazolam. Concurrent conditions included dyspepsia, gastric disorder, chronic rhinitis, anxiety, uterine bleeding, depression, mood altered, stress and uterus enlarged. Concomitant products included biotin and ethinylestradiol;norgestimate (ortho tri-cyclen). In april 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition: constipation"), alopecia ("hair loss"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problems"), adenomyosis ("adenomyosis"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (B)(6) 2017 bilateral salpingectomy(removal of fallopian tube), tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue, constipation, alopecia, vaginal infection, urinary tract infection, migraine, nausea, vaginal discharge, visual impairment, eye disorder, adenomyosis, vaginal haemorrhage, menorrhagia, hormone level abnormal, vulvovaginal pain, bacterial vaginosis and headache outcome was unknown. The reporter considered adenomyosis, alopecia, bacterial vaginosis, constipation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date:- (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Both tubes are blocked.. Concerning the injury reported in this case, the following once were described in medical records: vaginal discharge, pelvic pain, adenomyosis, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: new pfs received : new events added:hormonal changes: bv, headaches were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 808913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition: constipation"), alopecia ("hair loss"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems") and eye disorder ("eye problems"). On an unknown date, the patient experienced adenomyosis ("adenomyosis"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6) 2017 - bilateral salpingectomy(removal of fallopian tube), tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue, constipation, alopecia, vaginal infection, urinary tract infection, migraine, nausea, vaginal discharge, visual impairment, eye disorder, adenomyosis, vaginal haemorrhage, menorrhagia, hormone level abnormal and vulvovaginal pain outcome was unknown. The reporter considered adenomyosis, alopecia, constipation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2011 & (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: case became incident .product stop date and lot number added. New reporter added. Event injury nos has been updated with pelvic pain and new events genital bleeding,dysmenorrhea,dyspareunia,fatigue,constipation, alopecia, vaginal infection, urinary tract infection, migraines, headaches, nausea, vaginal discharge, vision problems, eye problems, adenomyosis, vaginal bleeding, menorrhagia, hormonal changes, vaginal pain were added. Patient date of birth and height added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.